Manufacturer narrative:
Additional information was received that the patient stumbled and fell due to overstimulation. The patient¿s finger was splinted twice, and patient will start occupational therapy.

Event description:
A report was received that the patient experienced a change in stimulation due to positional change. The patient fell and broke her finger.

Manufacturer narrative:
.

Event description:
A report was received that the patient experienced a change in stimulation due to positional change. The patient fell and broke her finger.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient experienced a change in stimulation due to positional change. The patient fell and broke her finger.